Manufacturer narrative:
Initial.

Event description:
It was reported that after a new g7 sensor was applied, the system displayed low glucose readings that the patient did not feel matched their symptoms, and no confirmatory fingerstick or calibration was performed, resulting in withheld insulin overnight and a subsequent high glucose episode; the medical device problem and component could not be specified due to insufficient information. Symptoms included hypoglycemia. No health consequences or impact. Investigation included communication with the reporter and analysis of the information provided. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.